Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory but the cause was undetermined. The device was tested on the bench and found to be normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, the device was found to be in backup vvi. The patient was asymptomatic. A device download was successfully performed. The patient will continue to be monitored with routine follow-up.